Event description:
It was reported that during a pulsed field ablation procedure, a knot formed in the catheter array and the array inverted. The catheter was inserted and removed multiple times and the silicone part of the catheter base detached. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID psg100 (unknown serial/lot); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012726935 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array segment, an exposed electrode wire was observed. On the spiral array segment, proximal end of nitinol array wire was observed to be dislodged from dual lumen. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the sl ide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode #e1 wire. Hipot verification for the integrity of electrode wires insulation passed. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array segment, the distal arm pebax tube was observed to be ribbed. During inspection of the array segment, an electrode wire to electrode #e1 detachment was observed. In conclusion, the reported issues (array inverted, array knotted and array detached) were not reproduced or observed during analysis and testing. The catheter failed return inspection due to the distal arm pebax tube of spiral array was ribbed, an electrode wire to electrode detachment in the spiral array, the proximal end of the nitinol wire was partially dislodged from the dual lumen and an electrode wire on spiral array was exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.